Event description:
As reported by the user facility ((B)(6)): during the cvc washing, the piston gasket of the syringe caused the leakage of nacl solution directly to the operator. In case of aspiration of biological fluids, it would have caused a contamination of the operator. Ref MFR report: 9610825-2013-00101.